Event description:
It was reported that a pt in a wheelchair was able to push on the belt, loosen the buckle with pressure and remove the belt. The pt fell forward and hit her head on the table, requiring sutures to the right side of her forehead.